Event description:
Ous MDR - one week after implant this lead was found to be dislodged. During the revision, 3 attempts to screw it again but the screw moved forward only a minimal part and during stylet removal the lead dislodged again. The lead was discarded and a new lead was implanted successfully. There were no adverse patient effects reported for this patient.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed a damaged insulation at the proximal part of the lead. At this position, the lead body was found squeezed and deformed. These damages can be considered to be the root cause of the artefacts mentioned in the complaint description. Based on the characteristics and the location of the observed damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of clavicular -first rib entrapment. Further inspection revealed explantation damages i.e. The rv shock coil was found uncoiled upon receipt and cuttings in the insulation were noted. The analysis did not reveal any sign of a material or manufacturing problem.